Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
As reported: "I was notified by a physician that a drill bit broke inside the patient's bone during an orif tibia plateau at memorial hermann the woodlands on monday (B)(6) 2020. Surgeon was drilling the most distal hole of the plate at an angle, and the drill bit broke off in the far cortex. A screw was then inserted just proximal to where the tip of the drill was left."